Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles. Secondary findings were observed. There was two error code found. After the evaluation of the device, the third-party service center corrected the device. In addition to the above findings, it was also determined that the control dial is damaged, and the upper enclosure are damaged. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In the previous report, the manufacturer captured date due, event date, outcomes attributed to ae as other and date received by mfg incorrectly. The following correction has been corrected in this report. In box b: the event date was corrected and outcomes attributed to ae corrected as blank. In box g: date received by mfg was corrected.